Event description:
A patient reported experiencing inaccurate high results with a surestep original meter. The patient's blood glucose result were 333 mg/dl (meter), 232mg/dl (lab). Tests were done 1 minute apart with difference of 44%. Patient did not experience any adverse events.